Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were less responsive. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches on screen and buttons were harder to press and had to press twice. Customer stated that the insulin rejected batteries only of certain brands and changing battery was more often. Customer also stated that the backlight was not working well and insulin pump was slower and louder during rewind. Customer reported that the motor sounds labored and making grinding noise. The insulin pump will not be returned for analysis.